Event description:
An aneurx stent graft system was successfully implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented 3 months post stent graft implant with a high creatinine level. The CT demonstrated that the stent graft was correctly placed and was not covering the renal arteries. It was reported that the one month later, the patient expired. The cause of the patient's death is unknown. The family did not want an autopsy performed. The nephrologist believes that the possible cause of the patient's high creatinine level could be a strange/rare thrombolytic event which may have been related to a reaction between the patient's genetic make up and the implantation of the stent graft. Since an autopsy was not performed and the device was not returned to medtronic a complete investigation can not be performed. There is no further information available to make a conclusion regarding device performance.